Event description:
Pt was using compact strip drums and got 6 tests from one drum and 10 tests from a second drum and then got expired strip error and stopped working; pt tried drums in second new meter and got same result. Strips were not expired and pt says she stores strips in their canister in cupboard at room temp until ready to use. Dose, frequency and route: use to test 4 times a day. Diagnosis for use: diabetes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft, the blade was broken off. As the broken piece was retrieved, no pieces were left inside the patient. An error five was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade had touched the forceps lightly.

Manufacturer narrative:
(B)(4). The device was received with burn/blue marks and a broken blade. The device was connected to a test hand piece and a generator and was functionally tested. During testing, an error code 5 was displayed. Visual examination found an area of the blade that was discolored due to a heat effect failure. Further analysis found that the damage to the blade propagated from the heat-affected area of the blade, from the tissue pad side. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator when the blade becomes damaged. No conclusion can be drawn as to what caused the heat effect damage on the blade.